Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one unit of revaclear 400 leaked from the upper part of the filter body. A crack was observed where the leak occurred. The issue occurred during priming. There was no patient involvement. No additional information is available. .

Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and due to the poor quality of the photographs the reported issue could not be verified. Due to the nature of the sample, no testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.